Event description:
It was reported that arteriotomy closure of the common femoral artery was achieved using the starclose se device after a diagnostic procedure. Reportedly, after the clip was deployed without complications, the device could not be removed from the anatomy. The safety release mechanisms were unsuccessfully used. Counter-traction was applied and the device was pulled out. The clip achieved hemostasis and there was no adverse patient sequela. The physician is reported to be trained in the use of the device. No additional information provided.

Manufacturer narrative:
(B)(4). Estimated sheath size (reported as thought to be 5f). Evaluation summary: the device was returned for evaluation. The reported experience of a retraction problem and difficulty removing the device was confirmed as the vessel locator wings had been retracted, but were broken. Based on visual and functional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Results of the query of similar incidents in the complaint handling database from this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.